Event description:
The customer reported intermittent system functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connector on the main power supply was evaluated and repaired. The system was tested and found to be working as intended and returned to service.